Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation due to the left ventricular lead. The threshold was high in all pacing vectors and when pocket manipulation was done, noise was observed. A chest x-ray revealed the lead had dislodged due to twiddler's syndrome. The lead revision was scheduled, and the lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.